Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blu select sa with cuff/8.0 mm had cuff malfunction during use. This issue might put the patient at risk for inadequate ventilation, which could result in patient harm there was patient involvement, and no patient harm reported.